Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a pentaray nav catheter and an irrigation issue (device used in patient) occurred. The device evaluation was completed on 13-nov-2025. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and irrigation test of the returned device were performed. Visual inspection revealed no damage or anomalies on the device. An irrigation test was performed, and the catheter failed the test due to the irrigation tube was found folded at the tip area. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The occlusion issue reported by the customer was confirmed. The root cause of the irrigation tube folded is traced to the manufacturing process. The instructions for use (IFU) contain the following information: flush the catheter with heparinized saline prior to insertion into the body. Always follow standard practices of using a continuous drip of anticoagulant fluid under pressure through the proximal luer connector when the device is in the body. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: -investigation findings: manufacturing process problem identified (c16) / investigation conclusions: cause traced to manufacturing (d03) / component code: hose (g04069) were selected as related to the customer¿s reported ¿irrigation issue (device used in patient)¿ issue. In addition, biosense webster inc. Analysis finding of the ¿manufacturing process¿ related. -investigation findings: operational problem identified (c13)/ investigation conclusions: cause traced to manufacturing (d03) / component code: hose (g04069) were selected as related to the customer¿s reported ¿irrigation issue (device used in patient)¿ issue. In addition, biosense webster inc. Analysis finding of the ¿the irrigation tube was found folded at the tip area¿. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a pentaray nav catheter and an irrigation issue (device used in patient) occurred. The catheter stopped irrigating and was completely occluded. The catheter was replaced and the issue resolved. The procedure continued. No patient consequence reported. Additional information was received on 09-aug-2025. The pentaray nav catheter was used for a pre map when the pentaray nav catheter was confirmed to be irrigated. No pump was used for the pentaray nav catheter irrigation. The only thing that resolved the issue was a new pentaray nav catheter. Same irrigation tubing used to prove it was the pentaray nav catheter with the issue. Correct catheter settings selected on the generator. No issues with flow rate change at the start of the ablation. This irrigation issue was originally considered non-reportable, however, bwi became aware on 09-aug-2025 that the pentaray nav catheter was used for a pre map (device used in patient) and have reassessed the event as reportable. The awareness date for this record is 09-aug-2025.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 21-aug-2025. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).